Event description:
Consumer complaint of low blood results. (B)(6)of clinical medical services states the customer received a result of less than 125mg/dl. The customer's expected result is 225-300mg/dl. The storage method, open vial date or expiration date could not be confirmed.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Manufacturer narrative:
(B)(4). No product yet returned.